Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 4 fr groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed the stiffening stylet within the catheter was bent approximately 4.4 cm proximal to its tip and approximately 6.6 cm proximal to the tip of the catheter. No blood residue was observed on the returned sample. While the exact cause of the bend in the stiffening stylet within the returned catheter is unknown, possible causes include damage during handling or use; however, the time and location this damage took place could not be determined from the returned sample.

Event description:
It was reported the head nurse implanted a set of 7655405 catheter to the patient on 2020-11-13. After opening the package, the operator found visible evidence of folding with the guide wire 6 cm from the tip. Opened and used a new kit of catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recu2723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the head nurse implanted a set of 7655405 catheter to the patient on 2020-11-13. After opening the package, the operator found visible evidence of folding with the guide wire 6 cm from the tip. Opened and used a new kit of catheter.